Event description:
A customer contacted (B)(4) reported that power went out at home and when he attempted to get his therapy readings from the homechoice device after power was restored, he thinks he may have gotten into the programming and made some changes. Changing the program is a reportable event. The hp is now getting slow flow patient alarms during the initial drain. The technical service representative (tsr) advised the hp to call the nurse to review the programming. No injury or medical intervention was reported. Follow up with the patient revealed that he does not remember making the changes. He did say that he is still continuing with therapy without any problems. No medical intervention or patient injury ws associated with this report.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The hc was not returned for evaluation, and remained in use; therefore, the assignable cause could not be determined. Review of the labeling finds the homechoice apd systems at-home guide sufficient for the user error found in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem and will continue to monitor this product and take corrective/preventive action as needed.